Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 397 mg/dl, with moderate ketones. The customer experienced nausea. Caller declined cts follow up to confirm backup therapy method was obtained. It was also reported that the customer experienced difficulties inserting cartridges on the pump. No additional information was available.